Event description:
The surgeon repaired a broken scaphoid on (B)(6) 2019 using an acutrak 2 screw system. At 2-month post op,the patient reported pain and x-ray reveiled the injury had not started healing and the screw had backed out.